Manufacturer narrative:
The customer returned a different contour next ez meter (serial # (B)(6)) from the one associated with the event i.e. Contour next ez meter (serial # (B)(6)). No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from the same lot # associated with the event using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing was properly stored in the meter's memory. The device history record was reviewed for the suspected contour next ez meter (serial # (B)(6)) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.